Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred post procedure. During a procedure, a versacross connect was selected for use. It was noted post procedure upon checking patient had an effusion located in the right ventricle (rv). In the physician opinion, this was caused from a non-boston scientific catheter. A pericardial tap was performed and patient was sent to intensive care unit (ICU), also due to chronic obstructive pulmonary disease and pneumonia. The procedure was completed. No difficulty was reported during transseptal workflow. No issues or malfunctions were reported for the versacross devices. In the physician's opinion, versacross devices did not contribute to the patient complication, instead it was possible that the complication was due to the non-boston scientific catheter. The act was therapeutic during the procedure. The patient was later discharged. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a pericardial effusion (pe) occurred post procedure. During a procedure, a versacross connect was selected for use. It was noted post procedure upon checking patient had an effusion located in the right ventricle (rv). In the physician opinion, this was caused from a non-boston scientific catheter. A pericardial tap was performed and patient was sent to intensive care unit (ICU), also due to chronic obstructive pulmonary disease and pneumonia. The procedure was completed. No difficulty was reported during transseptal workflow. No issues or malfunctions were reported for the versacross devices. In the physician's opinion, versacross devices did not contribute to the patient complication, instead it was possible that the complication was due to the non-boston scientific catheter. The act was therapeutic during the procedure. The patient was later discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion is known inherent risks of the versacross connect access solution device. The clinical events including pericardial effusion is anticipated in nature as per the IFU as reported to bsc.